Event description:
It was reported that the right ventricular (rv) lead had been repositioned due to dislodgment. The patient initially went to the facility to treat gout, however, physicians noticed the patient had a heart rate of 30 and a complete heart block on the electrocardiogram (ECG). The dislodgment was confirmed through an x-ray. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was retracted and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 95 and 220 mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage.

Event description:
It was reported that the right ventricular (rv) lead had been repositioned due to dislodgment. The patient initially went to the facility to treat gout, however, physicians noticed the patient had a heart rate of 30 and a complete heart block on the electrocardiogram (ECG). The dislodgment was confirmed through an x-ray. No additional adverse patient effects were reported. Subsequently, the lead was explanted and replaced. No additional adverse patient effects were reported. The lead will not be returned for analysis. Subsequently, the lead was returned for analysis.

Event description:
It was reported that the right ventricular (rv) lead had been repositioned due to dislodgment. The patient initially went to the facility to treat gout, however, physicians noticed the patient had a heart rate of 30 and a complete heart block on the electrocardiogram (ECG). The dislodgment was confirmed through an x-ray. No additional adverse patient effects were reported. Subsequently, the lead was explanted and replaced. No additional adverse patient effects were reported.